Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included childhood asthma, candidiasis of mouth, lower leg edema, pap smear abnormal, colposcopy, genital warts, knee operation, epidermal inclusion cyst, menometrorrhagia, vaginitis, knee operation, vulvovaginitis, pregnancy test urine negative, endocervical curettage, loop electrosurgical excision procedure and blood pressure high. Previously administered products included for an unreported indication: vitamin d, tums, zantac and medroxyprogesterone acetate. Concurrent conditions included human papilloma virus infection, human papilloma virus test positive and cervical dysplasia. Concomitant products included calcium carbonate from may 2013 to october 2013, fluconazole (diflucan), hydrochlorothiazide;losartan potassium (hydrochlorothiazide + losartan) since 2013, ranitidine hydrochloride (zantac) from may 2013 to october 2013 and salbutamol (albuterol hfa) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain ("chronic/pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metralgia (bleeding between periods)"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal infection,/vaginal yeast infection"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraines/headache"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of vaginal discharge ("vaginal discharge"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with alprazolam (xanax), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), hydrocodone, medroxyprogesterone acetate (depo-provera), misoprostol (cytotec) and surgery (heat endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, vulvovaginal mycotic infection, urinary tract disorder, urinary tract infection, tooth disorder, vaginal haemorrhage, migraine, weight increased, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: received treatment for bleeding, pain, bladder/urinary prob and other injuries/symptoms was unknown. Date(s) of insertion: (B)(6) 2006 00:00 current weight 260 lbs, weight: 256 lbs, weight: 255 lbs no. Of coils: the right cornua had three visible coils and the left had one visible coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory rnicroinsert placement with bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2013: ut and ovaries appear nml with no masses .. Essure visible on rt/lt and appear nmi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal yeast infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Plaintiff dob updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included childhood asthma, candidiasis of mouth, lower leg edema, pap smear abnormal, colposcopy, genital warts, knee operation, epidermal inclusion cyst, menometrorrhagia, vaginitis, knee operation, vulvovaginitis, pregnancy test urine negative, endocervical curettage, loop electrosurgical excision procedure and blood pressure high. Previously administered products included for an unreported indication: vitamin d, tums, zantac and medroxyprogesterone acetate. Concurrent conditions included human papilloma virus infection, human papilloma virus test positive and cervical dysplasia. Concomitant products included calcium carbonate from (B)(6) 2013 to (B)(6) 2013, fluconazole (diflucan), hydrochlorothiazide;losartan potassium (hydrochlorothiazide + losartan) since 2013, ranitidine hydrochloride (zantac) from (B)(6) 2013 to (B)(6) 2013 and salbutamol (albuterol hfa) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain ("chronic/pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal infection,/vaginal yeast infection"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraines/headache"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of vaginal discharge ("vaginal discharge"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with alprazolam (xanax), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), hydrocodone, medroxyprogesterone acetate (depo-provera), misoprostol (cytotec) and surgery (heat endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, vulvovaginal mycotic infection, urinary tract disorder, urinary tract infection, tooth disorder, vaginal haemorrhage, migraine, weight increased, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: received treatment for bleeding, pain, bladder/urinary prob and other injuries/sympt was unknown. Date(s) of insertion: (B)(6) 2006 00:00 current weight 260 lbs, weight: 256 lbs, weight: 255 lbs no. Of coils: the right cornua had three visible coils and the left had one visible coil . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory rnicroinsert placement with bilateral tubal occlusion.. Ultrasound scan vagina - on (B)(6) 2013: ut and ovaries appear nml with no masses .. Essure visible on rt/lt and appear nmi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal yeast infection, menorrhagia. Lot number: b34603 manufacturing date: 2013/05 expiration date: 2016/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal infection,/vaginal yeast infection"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of vaginal discharge ("vaginal discharge"), arthralgia ("hip pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, cystitis, vulvovaginal mycotic infection, urinary tract disorder, urinary tract infection, tooth disorder, vaginal haemorrhage, migraine, weight increased, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: received treatment for bleeding, pain, bladder/urinary prob and other injuries/sympt was unknown. Date(s) of insertion: (B)(6) 2006 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 02-oct-2013: ut and ovaries appear nml with no masses .. Essure visible on rt/lt and appear nmi. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: pfs received. Reporter's information added.lot no. Added. Model no. Updated event:abnormal bleeding (vaginal) , infection (bladder/ urinary tract/vaginal) type: yeast/vaginal ,migraines, vaginal discharge , weight gain were added.event: vaginal infection infection,/vaginal yeast infection were updated to vaginal infection,/vaginal yeast infection.rcc added.lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.